Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the scp erc clamp. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a an scp erc clamp was giving an error message during procedure and function buttons disappeared from the control panel of the centrifugal pump. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was requested for further investigation at the manufacturer site. It was confirmed that there was no communication with the centrifugal pump control panel. The reported issue was most likely due to a defective board which will be replaced.